Manufacturer narrative:
Medwatch # 2017233-2017-00535 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a follow up ultrasound scan showed an increase of the maximum aneurysm diameter from 43mm in 2016 to 51mm due to an undetermined posterior endoleak. Based on an angiography report dated (B)(6) 2017, the endoleak was determined to be a type ii endoleak originating from the lumbar arteries. The reported aneurysm diameter was 53mm. No reintervention was performed to solve the endoleak.

Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a follow up ultrasound scan showed an increase of the maximum aneurysm diameter from 43mm in 2016 to 51mm due to an undetermined posterior endoleak. No reintervention was performed to solve the endoleak.